Event description:
It was reported that the subject device had a blurry image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion part - ccd-unit - ccd-cover lens glue - chipped (poor quality image). Insertion part - distal end - air water channel (tube) - foreign material. The instructions for use (IFU) provide the following information related to the reported failure mode - ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.